Manufacturer narrative:
Additional information/correction: upon clarification from the customer, the leak was not from the connection of the bag to the cassette line; the leak was between the bag and clampex connector component of the bag. The cassette is no longer suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked at the connection of the supply line and the supply bag.this occurred during dwell two of four of apd (automated peritoneal dialysis) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.